Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a fast stop error. This error will likely cause the system to shutdown. There is no report of injury or death associated with the event described in this complaint.